Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the infection the patient "endured was horrible" the implant in the lower abdomen was infected throughout the patient's bloodstream. They did the removal through no antiseptic. The patient stated when they tried to remove the lead they told the patient "they didn't because it was in there too long or something like that". No further information was reported.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3887-28, serial/lot #: (B)(4), product ID: 3887-28, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for rsd/causalgia-complex regional pain syndrome. Information was reported that the patient had their implant removed because she was allergic to the device materials, the patient said they never bothered to check to see if she had allegories to the materials before implanting her with the device. The patient said that she still has the lead wires because the healthcare provider (hcp) couldn't get them out. The patient said she thinks it was a month later after the implant that she had the device removed. There was a confirmed infection. The patient stated they were given antibiotics, but that did not resolve the infection. The infection was resolved once the implant was removed. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional regarding the patient. It was reported that the patient started to develop some induration and was placed on antibiotics. Unfortunately, the patient continued to have drainage. The induration worsened, and it was suspected that this was infected. The patient was admitted to the hospital on (B)(6) 2001. It was decided to remove the implantable neurostimulator. There was some fluid at the incision site when opened at surgery. There was no frank pus noted. The anchoring cables were disconnected. One of the cables broke off, and one of the epidural leads stayed in place. The other one was removed. The implantable neurostimulator was removed. The pocket site was then irrigated copiously with bacitracin irrigation and then closed and sutured. The patient was discharged on (B)(6) 2001. There were no further complications reported or anticipated.